Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to rising ion levels (ions and levels not reported). Intra-operatively, surgeon reported that no metallosis was evident but the femoral head was very easily removed from the stem. Patient was revised using a c-taper sleeve and a 36/+2.5 ceramic femoral head.